Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini drawer 1.13 was repeatedly failing and need to pull on mini drawer to gain access.however, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(4) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the mini drawer 1.13 was repeatedly failing and need to pull on mini drawer to gain access. A field service engineer (fse) confirmed that the mini drawer 1.14 was intermittently getting stuck halfway during operation due to a liquid spill inside the drawer assembly, powered down the pyxis station and attempted to remove the mini drawer, but the drawer broke during removal, leaving the mini engine lodged inside the track, multiple attempts to remove the mini engine were unsuccessful, as it continued to bind within the track. Fse then utilized a legacy half height retractor band and carefully slid it beneath the mini engine to successfully retrieve it from the drawer track, then replaced the damaged mini drawer tray and mini engine assembly. After completing the repair, the customer tested the drawer multiple times and confirmed normal operation with no further issues. The system functioned as intended after the field service engineer repaired the device.